Manufacturer narrative:
Citation: tamarappoo b, et al. Prognostic value of computed tomography-derived extracellular volume in tavr patients with low-flow l ow-gradient aortic stenosis. Jacc cardiovasc imaging. 2020 dec;13(12):2591-2601. Doi: 10.1016/j.jcmg.2020.07.045. Epub 2020 oct 28. Earliest date of publish used for date of event. Medtronic products referenced: corevalve (PMA# p130021, product code npt), evolut r (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the correlation between extracellular volume and clinical outcomes in low-flow low-gradient aortic stenosis patients undergoing transcatheter aortic valve replacement (tavr). All data was retrospectively collected from a single center between december 2016 and december 2017. The study population included 150 patients and was predominantly male with a mean age of 81 years. Of those, 28 patients were implanted with medtronic corevalve or evolut r transcatheter valves. No unique device identifier numbers were provided. Among all patients, 19 deaths occurred during post-tavr follow-up (ranged from 0.07 to 28.5 months). Edwards sapien transcatheter valves were also implanted in the study population. None of the deaths were directly associated with medtronic product. Among all patients, peri-procedural adverse events included: stroke or transient ischemic attack; mild paravalvular leak; bleeding; vascular complications; unspecified rhythm abnormalities; left bundle branch block (lbbb); and complete heart block (chb). The authors did not report the need for any permanent pacemaker implants because of the unspecified rhythm abnormalities, lbbb, or chb. Adverse events that occurred during post-tavr follow-up included: heart failure hospitalization. Medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Updated data: b5. Additional information received from the physician/author stated that medtronic product did not cause or contribute to the observed deaths or the non-death adverse events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.